Event description:
The customer was hospitalized for heart problems and high bgs. It was reported that the customer had chest pains and got tired. Troubleshooting was performed. The programming and histories on the pump were accurate. In addition, a lead screw test was completed and passed. Explained the two high bg rule. Instructed the customer to call back to perform the high-pressure test when the clamp arrives.